Event description:
The patient further alleges fracture. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, ¿celect type ivc filter as described with at least 3 probable broken wires. Two of the wires are not clearly identified on these images. Parts of the filter extend outside of the ivc wall but do not clearly extend to adjacent organs. Note is made of relative narrowing of the ivc above the level of the filter.¿

Manufacturer narrative:
H6 device code: fracture (1260) was added in addition to the previously submitted patient codes. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: fracture. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the left common femoral vein due to lower extremity deep vein thrombosis (dvt) and pre-op for back surgery. Patient is alleging tilt, vena cava perforation, device unable to be retrieved, blood clots and filter embedded in vena cava. The patient further alleges ¿pain in lower back, hips, and legs; weakness in legs; shortness of breath; chest pain; multiple blood clots; dizziness; fatigue¿ as well as limited activity. Per ivc gram followed by attempt at retrieval of the ivc filter operative report dated (B)(6) 2015, ¿the ivc is normal in caliber without evidence of intraluminal thrombus. The ivc celect filter is tilted to the patient¿s left with at least 1 leg of the filter protruding through the right lateral aspect of the wall of the ivc.¿ impression: attempts at retrieving the ivc filter was not possible at this time.¿ per evaluation of the ivc filter with attempt at retrieval of the ivc filter operative report dated (B)(6) 2015, ¿attempts at retrieving the select ivc filter from both an ij approach while manipulating the filter from the femoral approach was unsuccessful at this time.¿ per CT (computed tomography) of abdomen and pelvis dated (B)(6) 2016, ¿1. No perifilter thrombus; 2. The ivc bilateral common, internal, external iliac and common femoral veins are unremarkable. There is equivocal tiny left great saphenous vein thrombus adjacent to the saphenofemoral junction that corresponds to the ultrasound of yesterday; 4. There are 2 separate 8 mm enhancing foci in the gallbladder that are of indeterminate significance, most likely polyps, ultrasound is suggested for further assessment; 5. The superior most component of the ivc filter is posterior to the cava and all 4 securing tines are outside of the cava. No arterial or bowel perforation.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged vena cava perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vc perforation, unable to be retrieved, embedded, pain in lower back, hips, and legs, weakness in legs, shortness of breath, chest pain, multiple blood clots, dizziness, and fatigue¿ as well as limited activity. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain in lower back, hips, and legs, weakness in legs, shortness of breath, chest pain, multiple blood clots, dizziness and fatigue¿ as well as limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.